Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that they were unable to turn off the unit. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that they were unable to turn it off. The customer requested bench repair. Bench repair is currently pending.

Manufacturer narrative:
H10: philips received a complaint by the customer on the v60 indicating that they were unable to turn off the unit. It was reported there was no patient involvement at the time the issue was discovered. The quote for bench repair was discontinued as the customer rejected the quote. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.